Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter tilt, perforation of the ivc wall, detached filter limb, and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter deployment the filter tilted and perforated the vena cava. Approximately seven years seven months post filter deployment, during a reportedly long and difficult retrieval procedure, a filter limb was found to be detached, migrated, and embolized to the retroperitoneum. The detached filter limb was reportedly not able to be retrieved; however, there were no reported retrieval attempts performed. The status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Device: 4001).

Event description:
It was reported through the litigation process that some time post filter deployment the filter tilted and perforated the vena cava. Approximately seven years seven months post filter deployment, during a reportedly long and difficult retrieval procedure, a filter limb was found to be detached, migrated, and embolized to the retroperitoneum. The detached filter limb was reportedly not able to be retrieved; however, there were no reported retrieval attempts performed. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and a limb detached and remains in the vertebral column. The device was removed; however, there were no reported attempts made to retrieve the detached limb. The patient reportedly experiences back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years post deployment, CT & MRI indicated malposition ivc filter with legs extending outside the cava and maybe in to the aorta. Ten days later, filter removal was scheduled. Recovery cone was not used as the filter was tilted. An unsuccessful attempt was made by snaring below the level of filter which pulled up underneath the tip of the filter. Subsequently, the filter was removed. However, one fractured strut remained in the retroperitoneum. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, limb detachment and retrieval difficulties. Per the medical records, filter was tilted. Multiple retrieval attempts were made using a recovery cone and a snare but were unsuccessful. Therefore, it is possible that the filter tilt could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Only use the recovery cone removal system to remove the g2 filter. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt, and filter malposition. (Expiry date: 08/2012), adverse event problem (device: 4001).

Event description:
It was reported through the litigation process that some time post filter deployment the filter tilted and perforated the vena cava. Approximately seven years seven months post filter deployment, during a reportedly long and difficult retrieval procedure, a filter limb was found to be detached, migrated, and embolized to the retroperitoneum. The detached filter limb was reportedly not able to be retrieved; however, there were no reported retrieval attempts performed. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated, and a limb detached and remains in the vertebral column. The device was removed; however, there were no reported attempts made to retrieve the detached limb. The patient reportedly experiences back pain; however, the current status of the patient is unknown.